Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Although initially indicated, no device was returned for evaluation, however, a photo was provided which confirms the counterbalance is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event was not reported. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during use of a platelet separator kit, the counterbalance was noted to be cracked but did not adversely affect the procedure. No adverse consequences has been reported.